Event description:
A hospital in (B)(6) reported that an rt040 full face mask separated from the frame during a training session with hospital staff.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare has not received the complaint rt040 full face mask. Without the return of the device we are unable to confirm the reported fault or comment on the root cause of the separation for this complaint. A lot number was not provided thus a lot check could not be performed. The mask seal is inserted into the base and the glue is applied. According to our set procedure the assembled mask seal is inspected to ensure it is correctly inserted and there are no unacceptable gaps between the seal and the base. Sample masks are pulled apart after 24 hours to ensure they meet or exceed the required detachment force before the assembled product can be released. We are aware that seal separation may occur if excessive force is applied to the mask. The rt040 mask is subjected to post-production tests that ensure the seal on the mask can withstand a removal force greater than 100n.